Manufacturer narrative:
(B)(4). Please see associated MDR#'s: 3010532612-2024-00870. The reported complaint that the "guidewire not going through balloon" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that "sheath valve is not closing blood leaking back guidewire not going through balloon". Additional information states that a second catheter was used to complete the procedure. The second catheter was inserted into a different insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Please see associated MDR#'s: 3010532612-2024-00870.

Event description:
It was reported that "sheath valve is not closing blood leaking back guidewire not going through balloon". Additional information states that a second catheter was used to complete the procedure. The second catheter was inserted into a different insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The serial number of the returned sample is (B)(6). Additional information obtained from a teleflex representative indicates the re turned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/tray. Returned with the sample was supplied 40cc inflation driveline tubing. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane; dried blood was noted within the sheath sidearm. The 3-way stopcock of the teflon sheath sidearm appeared typical with no damage or abnormalities noted. The 3-way stopcock was turned into all three positions and worked as intended. The one-way valve was tethered to the short driveline tubing. The visible section of the bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No visual damage or abnormali-ties were noted to the returned sample. The iabc bladder was noted withdrawn through the teflon sheath, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:" do not remove arrow iab through hemostasis sheath introdu cer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. Upon removal of the sheath, the iabc bladder appeared typical with no damage or abnormalities noted. The iabc was inserted in the t-tube along with the teflon sheath and the t-tube was pressurized to 300mmhg. No leaks were detected from the 3-way stopcock, sheath sidearm or the sheath. The sheath assembly passed the leak test. The iabc was leak tested in accordance with testing methods from manufacturing proce-dure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "guidewire not going through balloon" is not confirmed. During the investigation, no kinks, bends or damage were identified on the intra-aortic balloon catheter (iabc). The guidewire was able to advance through the central lumen without any difficulty. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is unde-termined. No further action required at this time. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer.

Event description:
It was reported that "sheath valve is not closing blood leaking back guidewire not going through balloon". Additional information states that a second catheter was used to complete the procedure. The second catheter was inserted into a different insertion site. The patient's current condition is reported as "fine".